Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was in the range of 322-383 mg/dl.